Event description:
It was reported that an unspecified malfunction alarm occurred. Tandem technical support provided reset instructions for the customer to perform on their own. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.